Event description:
It was reported that during a lavh procedure, the original cartridge was loaded and fired, but the reload was unable to be loaded. The procedure was completed with another device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good visual condition and with no cartridge present. However, inside a bag, a cartridge was received void of staples and with the pan dislodged. No conclusion could be reached as to how the pan became dislodged. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded and removed without any difficulties. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.